Event description:
Hyperal in d30 running at 7cc/hr. While blood glucose values decreased over time, 8-16 hrs. Dextrose and IV rate titrated to maintain appropriate glucose levels. Rn assumed pump non-infusion. Pt improved after pump and tubing were changed. Age at time event 1 week.